Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned for disposal. There were no allegations made against the device's longevity or functionality. No adverse patient effects were reported. Initial analysis discovered that this device was in safety fallback mode. The device was confirmed to be in safety core status. Visual inspection of the device revealed no anomalies or evidence of arcing damage. It was noted that the associated defibrillation lead was returned still attached to this device. Review of stored memory verified that the device experienced three oscillator mismatch faults on (B)(6) 2009. It is believed that electrocautery was most likely being used during this time during the explantation procedure. These faults caused the device to go into safety core. No other faults were noted in the memory. The device was then removed from safety core status and a comprehensive series of automated diagnostic tests were conducted to verify the performance of device memory, pacing, defibrillation and recording functions. The device performed as expected for each test with the exception of the defibrillation function. Further analysis was conducted and it was discovered that the device's internal circuitry was damaged due to arcing that occurred when the device was attempting to deliver a shock post explant. It was determined that the shock delivery had occurred after the device was in safety core and did not occur while the device was implanted. It was most likely the result of the device being explanted with the defibrillation lead still attached. Laboratory analysis determined that this device went into safety core after experiencing three oscillator mismatch faults. However, laboratory analysis determined that this most likely occurred during the explantation procedure and not while the device was implanted and in service.

Manufacturer narrative:
At a late date, further analysis was conducted on this device. Detailed analysis revealed a performance problem with the transformer used in the high voltage charging circuit. It was determined that the damage was induced when the device attempted to deliver a shock after it was explanted. The shock arced to the device, resulting in overstress damage that disrupted the device's ability to charge the high voltage capacitors leading to the long charge time and resultant declaration of safety mode. In addition, this issue would have prevented this device from delivering shock therapy; however, pacing and sensing remained available. Laboratory analysis still determined that this damage all occurred during the explant procedure and not while the device was implanted and in service.